Event description:
During routine monitoring on (B)(6) 2025, the team identified erratic measurement signals. Analog notified the patient and healthcare provider of the identified issue and advised the patient to discontinue using the device. On (B)(6) 2025, a retrospective review of the patient data found inaccurate readings in 11 of 42 relative tidal volume measurements (26.19%) and 41 of 42 diastolic heart sound strength measurements (97.62%). Two abnormal patterns were noted: (1) a shift of the acoustic signal from its expected baseline and (2) abrupt, simultaneous jumps or drops in both acoustic and impedance signals. These findings were inconsistent with common user errors or poor device contact, indicating a potential hardware malfunction.

Manufacturer narrative:
During routine monitoring on (B)(6) 2025, the team identified erratic measurement signals. Analog notified the patient and healthcare provider of the identified issue and advised the patient to discontinue using the device. On (B)(6) 2025, a retrospective review of the patient data found inaccurate readings in 11 of 42 relative tidal volume measurements (26.19%) and 41 of 42 diastolic heart sound strength measurements (97.62%). Two abnormal patterns were noted: (1) a shift of the acoustic signal from its expected baseline and (2) abrupt, simultaneous jumps or drops in both acoustic and impedance signals. These findings were inconsistent with common user errors or poor device contact, indicating a potential hardware malfunction. The device in question was used as part of an investigational study, which the patient has completed and is no longer in use. There were no adverse events or no need for medical intervention related to this malfunction. The device has not yet been returned for evaluation to confirm the suspected hardware malfunction. However, the reported signal characteristics are consistent with a recent pattern of acoustic wire-break issues that analog is addressing through an active CAPA.